Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the electrode belt cannot complete incoming functionality testing.